Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that there was a perforation and the patient developed a pericardial effusion. It was also reported the right atrial (ra) lead exhibited high thresholds. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.